Event description:
Th doctor went to use the seal laparoscopic ligasure on patient for the first time during the case, and the instrument would not work. Triple checked the device ends that plunge into the ligasure machine. And still did not work. New laparoscopic ligasure was brought to room and hooked up to ligasure and worked. First one brought to room was defective.